Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads or internal paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and arritbuted to the connection between the multi function cable input connector and the connector on the analog board being disconnected. The connections were reworked to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.